Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. Unable to perform self-test, unexpected restart error test, displacement test, operating currents, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. Unable to confirm battery out limit alarm due to no button response. No frozen screen noted and time clock advances properly. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was frozen and the keypad was unresponsive. Blood glucose level at the time of the incident was 134 mg/dl. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.